Event description:
Revision surgery - due to the patient tearing their rotator cuff; the surgeon downsized the humeral head.

Manufacturer narrative:
The reason for this revision surgery was the surgeon downsized the humeral head. The length of in vivo service was 8.1 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been 2 prior complaints reported against this part; summary of investigations: 2 rotator cuff tear. This is the first complaint against this lot number. The root cause for the downsizing of the humeral head was the tearing of the rotator cuff. The root cause for the rotator cuff tear was not reported. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.